Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received late due to delay in paperwork. (B) (4) - failure (event) observed during analysis during analysis, an unengaged plug-in connection was identified on the hybrid subassembly.